Event description:
It was reported that this right atrial (ra) lead, implanted in 1994, exhibited noise which was over-sensed by the patient's pacemaker. No loss of capture observed. Impedance values are within range. The physician requested analysis by boston scientific technical services (ts) and will schedule more frequent follow ups. No adverse patient effects were reported. This ra lead remains in service.

Manufacturer narrative:
If pertinent information is provided in the future, a supplemental report will be submitted.